Event description:
The caller reported that the device test strips makes many errors, incorrect readings. He recently received a recall letter and is looking for a replacement. Informed to contact the manufacturer.